Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 139112ext in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there is an open hole in the seal. A functional inspection did not need to be performed because the seal was not sealed shut. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment.(B)(4) per the instructions for use, the user is advised to inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.